Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gynecologic unknown procedure, the electrode part was detached off inside the patient. The electrode part was retrieved from the patient with a forceps. No pieces were left inside the patient. No bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9067d. The device was received with the electrode tip detached and not returned. No further functional analysis could be performed due to device's receiving condition. It could not be determined what may have caused the incident reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.